Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2009. The patient developed recurrent swelling and increasing pain 9 years post-implantation. On (B)(6) 2019, the surgeon removed the patient's left tmj implants and placed an antibiotic spacer. Tissue samples were taken for microbiology testing, and the results showed growth of propionibacterium (p. Acnes) and coagulase negative staph. The surgeon plans on placing revision components once the infection has been resolved. This patient received left tmj implants in (B)(6) 2009. The patient developed recurrent swelling and increasing pain 9 years post-implantation. On (B)(6) 2019, the surgeon removed the patient's left tmj implants and placed an antibiotic spacer. Tissue samples were taken for microbiology testing, and the results showed growth of propionibacterium (p. Acnes) and coagulase negative staph. The surgeon plans on placing revision components once the infection has been resolved.

Event description:
The patient's left tmj devices were removed due to infection.